Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The pump passed prime test and excessive no delivery test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was tested with no rf pic failed selftest alarm and could not write user settings to flash because power supply was in use alarm noted. The pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, missing end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose level of 17.8 mmol/l. The customer stated that the insulin pump has been exposed to moisture since this event the buttons were sticking. Assisted customer in performing self test. Test was passed. The product was returned for analysis.